Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when irrigating the pt, they found an unformed clip in the pt and were able to retrieve it. There was no adverse consequence to the pt.